Event description:
In (B)(6) 2001 at the university of (B)(6), I had bilateral lasik surgery for myopia. The procedure was performed by then chairman of the dept of ophthalmology. I signed the usual consent forms but there was no assessment of whether I had normal tear production. I informed the ophthalmologist who did the procedure about my mother's keratoconus. About 3 months later, I had "corrective" lasik on the left eye to try to improve my vision. Initial results were good. However, in 2006 I began having left eye pain, often severe, requiring visits to multiple ophthalmologists and optometrists. In 2008, a cornea expert "lifted the flap" to try to remove epithelial cells to relieve the pain, which helped somewhat. However, the pain worsened. I tried topical fluorometholone but it helps minimally and after I used it for a few months, my intraocular pressure was beginning to increase, so I minimized its use. The same cornea surgeon placed a punctal plug to reduce tear outflow, which helped somewhat. However, I continue to have chronic left eye pain. Most of the day, I have to instill lubricating eye ointment (which blurs my vision), and when using my eyes for reading, tv or computer work, I often wear a piece of tissue between my glasses lens and my eye just to reduce the eye pain. I also have noted problems with halos and night vision. My mother had keratoconus, and I wonder if I have corneas that were able to heal well post-lasik. It may sound dramatic, but I am serious: I would rather have this eye removed than have this chronic pain continue. I have about 2 hours a day in the morning, when I am not having left eye pain. I have 20/25 vision for distant vision and continue to need reading glasses (thus bifocals). I'm not necessarily saying there was a structural problem with the device, but it seems that the post-marketing surveillance of lasik devices have been inadequate, and I wish to file a report documenting the serious impact lasik surgery has had on my life. Please inform me if there is another place where I can register my concerns.